Manufacturer narrative:
H6; the reported event, for break, was not confirmed as the device was not returned for evaluation. Without the device, the root cause cannot be determined. H3 other text : device discarded by customer.

Event description:
It was reported that during a total hip procedure, two blades broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a two minute delay and the procedure was completed successfully. This report is for the first blade that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total hip procedure, two blades broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a two minute delay and the procedure was completed successfully. This report is for the first blade that broke.